Event description:
A pt (age and gender unk) underwent a therapeutic procedure for hemostasis. The resolution clip device was able to grasp the tissue at the lesser curvature of the stomach. The clip would not release from the catheter to complete deployment. The physician was able to remove the clip by utilizing force. There was not add'l trauma to the bleed site as a result of this removal of the clip. The pt condition was noted as good.